Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon performed a total hip arthroplasty on the patient on (B)(6) 2021. Patient later developed symptoms of infection and revision surgery was performed on (B)(6) 2021. Intraoperative pathology tests showed no signs of an infection present but patient¿s tissue was abnormal and there were signs of an immune response active. Removal of the dm liner revealed metallic wear both inside the pinnacle acetabular shell and on the back side of the liner. Surgeon is very concerned that either the morse taper of the liner becomes disengaged after the original surgery or was never engaged to begin with. It is his belief that this caused the need for the revision hip surgery. Doi: (B)(6) 2021, dor: (B)(6) 2021 unknown side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided.